Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump battery was not charging. Customer¿s blood glucose was in the 200's (mg/dl). Reportedly, the customer continued to use the pump for insulin therapy.